Event description:
Following a diagnostic procedure, an angio-seal device was deployed in a pt's right groin. During this deployment the physician inadvertently lost tension on the suture during the deployment of the device and prior to the tamping of the collagen. The deployment appeared to have been successful and hemostasis was achieved; however, when the pt arrived on the floor she had symptoms of pain, loss of distal pulses, and a pale/cool leg. The pt was returned to surgery where the angio-seal device was visualized and noted to have been incorrectly positioned at the bifurcation of the superficial femoral artery, thereby causing a dissection of the common femoral artery. The device was removed and the vessel repaired. An endarterectomy of the profunda, common femoral, and superficial femoral arteries were performed. At that time a double-wall stick was also identified. The pt reportedly tolerated the procedure well and was discharged home the second day post-op. As of 4/13/1998 there has been no further report of complication or pt sequelae made to the MFR.